Event description:
Customer was hospitalized for dka. The programming was accurate and the pump passed the functional tests. There were no significant findings after troubleshooting with the customer. It was indicated that the pump was operating as designed. Additionally, the customer was instructed to follow the two high blood glucose rule.